Manufacturer narrative:
Date of event was reported as (B)(6) 2019. The surgeon could not remember the specific day. Date explanted was reported as (B)(6) 2019. The surgeon could not remember the specific day.

Event description:
The surgeon revised a patient who had received total knee arthroplasty in 2011 for flexion instability with remote mcl injury and ossification. The insert was returned to the company as part of routine evaluation of retrieved implants. Upon examination, the tibial insert exhibited more wear than was expected for an implant 8 years in-vivo. This MDR was generated as a result of the examination.